Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced and confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. This makes the device more sensitive to pressure and can cause false alarms. The downstream sensor and the downstream tubing guide were calibrated to ensure proper downstream occlusion detection.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. It was also reported there was no patient injury.